Manufacturer narrative:
UDI: gtin is unavailable as the product made prior to compliance date (B)(4).. The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to failure to follow the cleaning and maintenance procedures per the directions for use. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that the pen drive device had no power. During in-house engineering evaluation, it was determined that the device was found to stop running, ran in forward in plug mode, forward mode and reverse mode, shut off during power test and would not function/run again, damaged electric control unit/electric motor during assembly, corrosion electric control unit/electric motor assembly, unknown residue/corrosion on top bearing of the electric motor and residue of cleaning agents on electric motor. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.